Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure modes for hooked needle point and foreign matter were observed. The failure mode for bent cannula was not observed from the photos. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issues of hooked needle point, foreign matter, and bent cannula were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle customer found foreign matter. This event occurred 51 times. The following information was provided by the initial reporter. The customer stated: "phase: when unpacking. Defects; tip deformation/foreign matter/barbs. Quantity: 51".